Event description:
It was reported that direct stenting was performed on the patient with a 2.75 x 23 mm penta in january, 2003. The patient was then discharged and kept on medication of clopidogrel, aspirin and heparin. In 2003, the patient received cardiogenic shock and extensive anterior mi. The proximal part of the stent was blocked. Ptc intervention was repeated and intracoronary reopro (abciximab) was administered, following which blood pressure was restored to normal.